Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices along the lead and the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode wire was damaged near the terminal. This is not believed to be related to the return reason. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance despite device testing results within normal limits. The recipient is presenting with vertigo and tinnitus. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.